Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis with no visible defects. On further inspection, the balloon had a burst rupture near the proximal end with both bonds intact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified aorta. A 27/7/2/65 equalizer¿ occlusion balloon catheter was used for stent graft. The balloon was inflated however it ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified aorta. A 27/7/2/65 equalizer¿ occlusion balloon catheter was used for stent graft. The balloon was inflated however it ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).